Event description:
IV pump program for 850cc/hr not 850u/hr. Infused 45 minutes before error noted. After the unintended heparin infusion, it was determined that pressing "stop" before pressing which channel should be stopped (a or b) results in a screen that allows misprogramming of medication infusion. Pressing the channel (a or b) before pressing "stop" will prevent incorrect infusion.